Event description:
Per the clinic, it was reported that during initial implantation surgery performed on (B)(6) 2024, the surgeon hardly reload the electrode due to the angle of the sheath. Subsequently, the surgeon attempted to reload the electrode using the sheath thrice causing the durability of the sheath reduced. A CT scan revealed the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.